Event description:
It was reported on (B)(6) 2024, the device was implanted in the right basilica according to plan, without any complications, and was used in the following days without any problems. On 11.06.24, during a therapy infusion, the drug was found to be leaking from the exit site, consequently the device was removed and the cannula was verified to be complete detached from the hub. An ultrasound of the upper limb is verified and the cannula is found to be present in the right basilica. On (B)(6), removal was attempted in radiology interventional radiology without success, on (B)(6) surgical removal was performed. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported on (B)(6) 2024, the device was implanted in the right basilica according to plan, without any complications, and was used in the following days without any problems. On (B)(6) 2024, during a therapy infusion, the drug was found to be leaking from the exit site, consequently the device was removed and the cannula was verified to be complete detached from the hub. An ultrasound of the upper limb is verified and the cannula is found to be present in the right basilica. On (B)(6), removal was attempted in radiology interventional radiology without success, on (B)(6) surgical removal was performed. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2024-03674 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-03492.